Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes exit block at 7.5 v. The lead was broken "shortly after" the connector pin. It broke into two pieces at the lead tip when the lead was pulled.